Manufacturer narrative:
The hospital retained this lead following explant. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate anti-tachycardia pacing (atp). The noise was reproducible with isometrics. A surgical revision was performed and the lead was explanted and replaced. The lead was not tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported.